Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the balloon catheter was returned, analyzed and after using a fresh syringe to attempt inflation of balloon, the balloon did not inflate. A hole was found in the distal end of balloon. The analyst commented that when and how the hole occurred was unable to be determined. (B)(4).

Event description:
It was reported that prior to the implant procedure, the balloon of the catheter did not inflate. The delivery catheter was not used. No patient complications have been reported as a result of this event.